Event description:
It was reported to philips that the ECG disabled itself during use and the device had to be restarted. No patient harm injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.